Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) asked if the home patient (hp) uses a patient line extension, the hp stated yes. The tsr asked when the hp added the extension to the patient line, the hp stated before they connected to the machine. The tsr asked if the hp added the line after the machine primed, the hp stated yes. The tsr explained the alarm and the possible cause. They reviewed the proper way to setup the machine. The tsr had the hp close the transfer set and cycle the power, the hc alarmed system error 2367 occurred. The tsr had the hp turn off the machine, instructed the hp to close all the clamps, disconnect the normal way and start over with all new supplies. Baxter product surveillance contacted the hp (B)(4) 2012 regarding the reported problem. The hp stated they did start over with new supplies and they were able to resume with therapy as normal. They stated they did not notice anything unusual with the supplies or with the machine. They stated the baxter personal told them they might have connected their extension before prime, but they cannot really remember. They stated they did talk to their nurse about the alarm, and they discussed therapy steps over again. The hp stated they no longer have samples available for evaluation, nor do they recall the lot numbers of the supplies. The hp stated therapy overall is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete, which is use error. The label review found the patient at home guide to be adequate for the use error in this incident.